Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3007113487-2021-00051. It was reported that on (B)(6) 2021, a double valve replacement procedure was performed. A 19 mm epic supra valve w/flexfit was implanted in the aortic position and a 27 mm epic stented porcine heart valve w/flexfit system in the mitral position. On (B)(6) 2021, the patient presented with persistent high grade fever. Echo was performed and it was noted that they had developed early aortic prosthetic valve endocarditis, increased gradient across the aortic valve, and vegetative growth over the mitral valve. Vancomycin was given to the patient as treatment. On (B)(6) 2021 it was discovered that the vegetation on the mitral valve had resolved, while the aortic prosthetic valve endocarditis had progressed with development of annular abscess and with gradients increased across the valve. On (B)(6) 2021 the 19 mm epic supra valve w/flexfit was explanted and replaced with a 19 mm non-abbott device and placed on IV antibiotics to resolve the event. The patient is stable. No additional information as provided.

Manufacturer narrative:
An event of high grade fever, endocarditis, increased gradient across the aortic valve, and vegetative growth over the mitral valve were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.